Manufacturer narrative:
Based on the current information provided, the cause of the pneumothorax cannot be determined. There was no device malfunction associated with the event. A review of the site's system logs for the reported procedure date was conducted by an intuitive surgical, inc. (Isi) senior failure analysis engineer. Investigation revealed there were no related system errors to have occurred during the procedure that were relevant to the reported event.

Event description:
It was reported that the patient underwent an ion endoluminal lung biopsy procedure and developed a pneumothorax which required chest tube placement and 1 day of hospitalization. A four-centimeter (cm) pneumothorax was confirmed with a chest x-ray during the procedure. The patient was asymptomatic. The target nodule was about 2.1 cm in size and located in the left upper lobe, anterior segment, less than 1 cm away from the pleura. A radial endobronchial ultrasound (ebus) probe was utilized to localize the lesion. Instruments used during biopsy under c-arm fluoroscopy included a 21g flexision biopsy needle and compatible forceps. Staging using linear ebus was also performed. The biopsy results found malignant adenocarcinoma. The physician believed that the ion did not cause or contribute to the pneumothorax. The physician reported that he purposely drove into the lung parenchyma during the procedure. The pneumothorax was thought to have likely occurred via another modality. There was no device malfunction associated with the event.